Manufacturer narrative:
Correction to the initial MDR. This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (nissha medical technologies ltd.) And not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that during a radio frequency (rf) ablation procedure, the patient experienced first to second degree burns on the right upper thigh.

Event description:
It was reported that during a radio frequency (rf) ablation procedure, the patient experienced first to second degree burns on the right upper thigh.